Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently multiple occlusion alarms occurred and customer changed pump supplies to address occlusions. Customer's blood glucose (bg) was 172-280 mg/dl. Insulin injections/pens were used to address bg. Tandem technical support performed a pump system check with the customer and no device issues were identified.